Event description:
It was reported that the customer experienced a high blood glucose (BG) level. The cause of the high BG was unknown. Customer's continuous glucose monitor read "high," however, specific BG value was not provided. The pump supplies were changed to address the BG level. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown / Unknown / Unknown / Unknown.